Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, while the cystic duct was being ligated, the clips did not load properly into the jaws. A new clip applier was used to resolve the issue. No patient injury.